Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir was not locking in reservoir compartment and kept falling out. Customer reported of smelling insulin. Customer was not sure how damage occurred. Customer's blood glucose was 479 mg/dl at the time of incident and was 404 mg/dl at the time of call. Customer reported that half of the reservoir o-ring was hanging out. Customer was advised that insulin pump would need to be replaced.